Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19066532. Further information regarding the nature of the occlusion was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19066532 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: the reported feedback suggests the catheter was not open. Follow the doctor's instructions for infusion treatment. After the puncture, installed the infusion connector, the syringe flushing the tube, the catheter was not open, and the injection cannot be performed. Checked the puncture site was not harmful, and there was no extravasation. After replacing the infusion connector, used it normally.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: the reported feedback suggests the catheter was not open. Follow the doctor's instructions for infusion treatment. After the puncture, installed the infusion connector, the syringe flushing the tube, the catheter was not open, and the injection cannot be performed. Checked the puncture site was not harmful, and there was no extravasation. After replacing the infusion connector, used it normally.